Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot # was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.

Event description:
The caller reported that an 8dct tracheostomy tube failed yesterday. The ventilator was alarming because it could not deliver adequate tidal volume. They bagged the pt and noticed that there was bloody secretions around the tube. The caller stated that the hub had come unattached from the tube. The caller stated that the pt desated to 60% before bagging. The 8 dct tracheostomy tube was replaced with another 8dct tracheostomy tube, and the pt's sats returned to normal and no further treatments were needed.